Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited that pad peeling occurred midway through the operation. The issue occurred during a therapeutic case of acute appendicitis. The intended procedure was completed with another similar device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation results, a likely mechanism causing the tissue pad to peel might be the following: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. The root cause of the reported malfunction could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.